Event description:
It was reported that this patient presented to surgeons office with pain. Significant poly wear was noted with exchange. No issues with surgery. Explant not available. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6), 02-010-03-0215 - logic cr femoral cem, left sz 1.5. (B)(6) 02-010-03-0315 - logic cr femoral cem, right, sz 1.5. (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6) 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-46-10 - holding pin headless 3" (4 pk).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. This may have been potentially caused from instability and malalignment of either the femoral and/or tibial component but cannot be confirmed from the provided images and provided radiographs. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.